Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by cloudy effluent. On the same day of onset, the patient was treated with intravenous vancomycin (dose and frequency not reported) for peritonitis. The next day, the patient was hospitalized for the peritonitis event. On the seventh day of hospitalization, the patient¿s catheter was removed and the patient was started on hemodialysis. The patient was discharged from the hospital eight days after admission. At the time of this report the patient was recovering from the peritonitis event. No additional information is needed.